Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a open wire caused pyxis to short/burn smell. It was reported that there was a thermal damage in the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, section e initial reporter addr 1, initial reporter facility name, initial reporter zip, section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that burnt spots were on drawer back panel plate and seven drawers internal pyxibus cable burnt. A field service engineer (fse) replaced the drawer back panel plate, internal pyxibus cable and restarted the device. Fse verified the drawer open, close and confirmed with the customer that there was no problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a open wire caused pyxis to short/burn smell. The customer stated that there was no delay to the patient care. There were no adverse events or injuries reported based on this event.